Manufacturer narrative:
(B)(4). No sample or picture was provided for the investigation. Therefore, the reported defect was not confirmed. However, the lot number was provided for reference in the device history record review. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that while using the nebulizer, the unit failed to provide mist. The customer confirmed that there was no patient involvement associated with the reported event.